Event description:
Low hemoglobin (hgb) results on a couple of pts that were generated on coulter gen-s instrument. The hgb result from pt a was 7.6 g/dl and was reproted out of the lab. The physician questioned the hgb result because was 9.0 g/dl four days earlier. The pt a sample was rerun twice on the next day and the same values were recovered. The customer indicated that the pt a sample was ran on another instrument in their lab and the hgb result of 7.6 g/dl was obtained. The hgb result from pt b was 7.7 g/dl. The pt was re-drawn 3 times on the same day and tested for hgb; the results were: 9.7 g/dl, 8.9 g/dl, and 8.9 g/dl respectively. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.